Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. The device was returned for evaluation. The gray outer sheath was torn off from the proximal end of the handle at the catheter reinforcement area. The stent graft was found to be partially deployed form the distal end of the outer catheter. The investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed, as the stent graft was returned partially deployed. Per the complaint comments, it was noted that the treatment site was partially tortuous av-graft lesion, therefore it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Event description:
It was reported that a vascular stent's outer catheter broke while attempting to deploy the stent graft. The stent graft did not deploy and was exchanged for a new stent graft; however, the outer catheter broke while attempting to deploy the stent graft unsuccessfully. Stent graft was exchanged for a new stent graft that was deployed successfully. There is no reported patient injury.